Event description:
It was reported that the device gave an error code 45986. Device issue was found during testing with no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were able to replicate the reported issue. The error code was found to be related to a software issue. The software was re downloaded to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.